Event description:
A customer reported damage to the housing of their pump, specifically around the usb port, though it did not affect their ability to charge the pump. There was no adverse impact on the customer's blood glucose level. To resolve the issue, customer technical support (cts) arranged to send a replacement pump with updated software, and the customer would continue using the current pump as a backup therapy until the replacement arrived. The customer was also informed about returning the damaged pump using a provided return box and pre-paid label, and training for the new pump would be available to them.